Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that the pump was dropped and noticed a crack. Customer reported that they heard fluid while shaking the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube area and exposure to moisture found on (B)(6) 2022. Insulin pump received with frozen flashing medtronic display. Unable to perform the displacement test, sleep current test, active current test and self-test due to frozen fishing medtronic display. Insulin pump was cut open to perform visual inspection and found corroded electronic assemblies, corroded battery tube and corroded motor home switch. The following were noted during visual inspection: battery tube threads - cracked, cracked case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Cosmetic damage was confirmed at the battery tube area. Confirmed moisture damage to motor assembly, battery tube, electrical board 1 board and electrical board 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.